Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Microscopic evaluation noted that the reloads had damage to the cutting edge of the knife blades. The reloads were partially fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a.

Event description:
According to the reporter, during a procedure, the stapler broke on the trigger and locked the load. There was no patient injury reported.